Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during use, the anchor of the osteoraptor broke. The procedure was completed with a s+n back up device. No delay and no patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection found the anchor was not returned with the device and the thread is stained with biomatter. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was not verified, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.